Manufacturer narrative:
The intraocular lens(iol) was returned to the manufacturer. Visual inspection noted that the lens was cut in half. The returned sample was inspected at 10x microscope magnification. Visual inspection revealed some surface residue on the lens compatible with handling,such as during the implant and explant process. No manufacturing related issues that may have caused this condition was identified in the sample returned. The condition of the lens received is a result of the explant process and was not the condition of the lens when it was used in the patient. Manufacturing records were reviewed and showed that the production order was manufactured according to the specifications. Expiration date 10/05/2014. Device manufacturing date 10/05/2009. All pertinent information available to abbott medical optics at the time of this report has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from the patient's left eye. It was stated that the patient experienced symptoms of myopia and astigmatism post op which required the lens to be explanted. No additional information was provided.

Manufacturer narrative:
All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). Placeholder.